Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cuff was not inflating symmetrically. This was for a patient who is oxygen dependent with complete atrioventricular canal with unfavorable evolution. This was found during a routine trach change. This was found with two cannulas. The second cannula is documented in (B)(4).

Manufacturer narrative:
D4: UDI number no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.